Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot the malfunction with the customer over the telephone, and recommended replacing the battery. The replaced component will not be return for investigation.

Event description:
It was reported that during patient use, the ventilator generated a ¿low battery¿ alarm. The patient was transferred to another ventilator. There is no report of serious injury or death associated with this event.